Event description:
It was reported that after successful implantation of the vascular stent in the iliac vein, it was found that the stent did not fully cover the lesion as it was shorter than expected. A pta was performed and an additional stent was placed to cover the lesion completely. No patient injury was reported.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under #p080007. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. On the basis of the images provided, a definite assessment of the stent length could not be performed. Potential factors that could have led or contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. During deployment there may be minimal changes in stent length as stated in the IFU. Furthermore, the stent might have become shortened due to the attempt of micro adjustments or unintentional movements of the handle during deployment. The reported application represents an off-label use of the device which may be another contributing factor to the reported event. On the basis of the information available and the evaluation of the images, a definitive root cause could not be determined.